Manufacturer narrative:
Due to the device not being available for evaluation, a root cause for the reported event could not be determined through this evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt had a "hemmoraghic" head bleed and expired.

Manufacturer narrative:
The MFR has performed is attempting to acquire additional information from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.